Manufacturer narrative:
The device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate in a few occasions. The patient experienced increased pain. On (B)(6) 2017, the physician made the decision to explant and replace the pump.